Event description:
When the trapease filter was placed in the patient it failed to open. No patient injury was reported.

Manufacturer narrative:
When the trapease filter was placed in the patient it failed to open. No patient injury was reported. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile trapease filter was received inside its original cartridge. No visual anomalies were found on the returned units. The filter was taken out from the cartridge and the trapease filter fully opened. Review of lot 15365188 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The filter incomplete expansion reported by the customer was not confirmed during analysis since the returned filter does not present any type of anomaly and the filter fully open. No corrective actions will be taken at this time since no anomalies were found on the returned unit. Analysis did not confirm the reported event. There is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.